Event description:
The customer contacted baxter's (B)(4) to swap out the compact exchange device (cxd). This occurred during fill 1. The patient was unable to spike the supply bag. There was no patient injury or medical intervention indicated at the time of the initial report. (B)(4) contacted the patient for additional information. The patient stated the device would spike the bags, but she would receive alarms during therapy. No additional information could be obtained regarding this report.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation. A follow-up report will be submitted upon completion of the evaluation.